Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a communications error. It is unknown if the reported malfunction occurred during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found graphic user interface (gui) alarm disconnected. The cse proceeded to than reconnect the alarm cable to the graphic user interface (gui) central processing unit (cpu). The unit passed extended self-testing.